Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is still in process. A follow-up report will be provided.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer initially contacted terumo bct support specialist because they received multiple alarms during a spectra optia exchange procedure. The operator could not see an interface and she was not able to change the inlet flow rate. While troubleshooting, the operator observed hemolysis. Per physician's order, the operator stopped and aborted the procedure. When support specialist followed up with the customer in (B)(6) 2017, the customer informed her that the patient passed away approximately a month ago. At this time it is not alleged or suspected that spectra optia exchange set caused or contributed to the patient death. Patient information is not available at this time. The spectra optia exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Review of the rdf for this procedure confirmed the occurrence of numerous inlet pressure alarms throughout the course of the run. The most common source of pressure alarms is when the inlet flow rate is set too high for the given patient access or the patient access is not properly positioned. The inlet flow rate was set to 60 ml/min at the start of the run and the operator did adjust this value in response to the alarms. The alarms dissipated when the flow rate was set to 40 ml/min and recurred with rates greater than that. In addition to the inlet pressure alarms, the ¿aim system detected interface near top of channel and cells were detected in plasma line from centrifuge¿ alarms were triggered approximately 60 minutes into the procedure. The first of these alarms occurs when the aim interface system detects that the intensity at the top of the connector is too dark, indicating that either the interface is too high in the connector or changes in blood physiology have cause the plasma to darken. The second alarm is generated when the rbc detector detects a ratio greater than 1.5 during tpe procedures and may occur for various reasons including air bubble(s) at the rbc detector, the entered patient hematocrit was too low, a shift in fluid balance caused the actual hematocrit to increase, or hemolysis may have occurred. In this case, the aim interface images showed that the interface rose in the connector, which in turn caused red cells to spill over into the plasma line. At the time of these alarms, the system had been placed in semi-automatic mode by the operator. When running tpe procedures in semi-automatic mode, the operator is responsible for controlling the position of the interface using the entered hematocrit. After switching to semi-automatic mode, the operator proceeded to decrease the entered hematocrit from 26% to 17%. Therefore, it is likely that decreasing the hematocrit that far caused the system to raise the interface too far, triggering the alarms previously discussed. Investigation is in process. A follow-up report will be provided.

Event description:
Patient's gender and weight were obtained from the run data file (rdf).

Manufacturer narrative:
Additional investigation: a preventive maintenance (pm) procedure was performed on the spectra optia machine in april 2017 and no issues were found.

Manufacturer narrative:
Investigation: the customer stated that an autopsy report or a discharge summary are not available. Root cause: no root cause of the initially reported hemolysis is required as later information received from the physician indicated that there was no hemolysis. This information from the physician also indicated that the cause of the patient's death was due to his underlying disease state.

Event description:
Additional information was received from the physician. The physician stated that there was no hemolysis during the procedure and that the rn had used the incorrect terms during the initial report. The physician reported that the patient expired as a result of his underlying disease state with a complicated course, namely non-hodgkin lymphoma with secondary cryoglobulinemia, severe gastrointestinal bleeding and liver failure several weeks after the procedure.

Manufacturer narrative:
This report is being filed to provide additional information. Per terumo bct's medical review, the device did not cause or contribute to this incident.